Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to a high blood glucose over 1,285 in 2013. The customer has not used the insulin pump since then. The customer did not want further correspondence. No products were returned or replaced.